Event description:
I have another pressure tubing kit sent to me by the or with a broken off extension set..

Manufacturer narrative:
Evaluation results customer report was confirmed. Rec'd (1) triple dpt kit. Kit appeared not used. Pressure tubing (from arterial pressure line) was completely broken off from solvent bond joint with the female connector (attached to stand-alone stopcock). Broken tubing was bent near the bond joint.